Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the measurement lines on the bd 10ml syringe luer-lok¿ tip, were misprinted. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: sample evaluation: one photo was received by bd canaan depicting a single 10ml syringe from a reported batch #7178906 (p/n (B)(4)) and was evaluated. The printing on the syringe was severely skewed and twisted around the barrel. Part of the print was cutoff where the barrel appears to have lost contact with the printing pad. DHR review for batch 7178906 (p/n (B)(4)): manufacturing date: 07/17/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7178906 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. The defect observed is likely to have happened from a miss-feed of the barrel to the printing pad. When that happens, the barrel does not align properly with the print image on the pad and incorrect image transfer occurs.